Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited myopotential oversensing. While reprogramming options have been discussed, nothing has been done as of yet. There were no patient consequences.